Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clips. (B)(4).

Event description:
Customer reported via phone call of a button error alarm on their insulin pump. A customer state trying to clear alarm, but keypad was unresponsive. Customer states just walking around when pump began beeping and vibrating. The patients' blood glucose was 160mg/dl. The customer was advised to discontinue use of pump, and that the pump needed to be replaced.